Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator passed the volume operation test from general checkout; however, the ventilator failed the final test for slight non-conformities with the patient outlet pressure test. This slight non-conformity will not affect the way the ventilator ventilates. Internal inspection did not reveal any abnormalities with the ventilator. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient was complaining about the unit giving too much pressure and the patient could not catch his breath. It is unknown at this time what the patient outcome was during this reported event.